Event description:
Treatment of an aneurysm. During the procedure, it was reported that the implant coil prematurely detached and was removed from the patient with a snare. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil already detached. The evaluation could not determine the cause of the event.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).